Event description:
Caller reported a malfunction on pump, identified by malfunction code 15. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump.